Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. According to the investigation result, no anomaly was found in the manufacturing records of the actual sample. Since the actual sample could not be investigated, the cause of occurrence could not be clarified. The instructions for use (IFU) (capiox fx25) indicates as follows regarding the gas transfer failure. "Start gas supply with v/q=1, and fio2=100%, then make adjustments based on blood gas measurements." "Measure blood gases and make necessary adjustments as follows. A. Control pao2 by changing concentration of oxygen in ventilating gas using gas blender. To decrease pao2, decrease fio2. To increase pao2, increase fio2. B. Control paco2 by changing the total gas flow. To decrease paco2, increase total gas flow. To increase paco2, decrease total gas flow." "Upon patient rewarming, adjust o2 concentration, gas flow rate and blood flow rate by increasing them as needed based on an increase in patients metabolism. Failure to adjust the gas supply and the blood flow rate appropriately may cause insufficient o2 supply needed or the amount of the patient's gaseous metabolism." "A phenomenon called wet lung may occur when water condensation occurs inside fibers of microporous membrane oxygenators with blood flowing exterior to the fibers. This may occur when oxygenators are used for a longer period of time. If water condensation and/or a decrease in pao2 and/or an increase in paco2 is noted during extended oxygenator use, briefly increasing the gas flow rate may improve the performance. Increase gas flow rate, to 20 l/min for 10 seconds. Do not repeat this flushing technique, even if oxygenator performance is not improved."

Manufacturer narrative:
A1: patient identifier: requested, not provided a2: age & date of birth: requested, not provided a3b: gender: requested, not provided a4: weight: requested, not provided a5: ethnicity: requested, not provided a6: race: requested, not provided d4: UDI: n/a as this product code is bulk product d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e2: health professional: unknown e3: occupation: others g4: 510k #: k130520 the actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. Manufacturing record and the shipping inspection record of the actual sample found no anomaly. Regarding the involved product code/lot number, no other similar complaint was received. Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported that oxygenation was low. Extracorporeal circulation was done in a patient requiring mitral and aortic valve replacement (for endocarditis) and emergency bypass surgery. During the procedure, an increasing fio2 supply and gas flow (scavenging) was necessary. Gradual increase in fio2 supply and sweep to end the procedure at procedure at 100% fio2 and a sweep between 8 to 10 l/min to maintain the patient's pao2 around patient's pao2 around 100mmhg, or even lower at the end of the bypass and a paco2 of around 44-45 mmhg. There was difficulty maintaining a pao2/paco2 within the patient's normal range and the need to quickly install cec. There was a thermal drift (up to 35-35.5°c) of the patient in order to reduce o2 requirements. Limited thermal drift was due to the need to install the patient in normothermia. Triggering of the umac penalty for have a security back-up in the event of a possible change of circuit. As a precautionary measure, the cec circuits terumo with an oxygenator having the same lot number are no longer used. The product was not changed out. There was no patient injury/medical or surgical intervention required. The procedure outcome was not reported. The patient was not harmed. The event occurred intra-operative.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide a correction to section d4.